Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and delamination of the valve. Leak test and microscopic analysis was performed which identified: delamination total of the valve and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool and a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation and "valve leaked when implant gently squeezed." The device has been replaced.